Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have any of the previous incidents ever been reported to ethicon? If so, please provide the appropriate reference numbers. What are the procedure dates for each individual surgery? What are the product code(s) and lot number(s) of the sutures that broke during each procedure? What is the total number of surgeries this has occurred in? What is the total number of sutures that broke, per procedure?

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure the suture broke. There were no adverse patient consequences reported. Additional information was requested.